Event description:
On pulling back plunger of syringe, the plunger pulled back rapidly and produced no suction. Device is a manually operated cannula with suction produced by pulling back on the plunger. The device is used for d&es (dilitation and extraction).